Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
No patient is hurt. The dec well clipped before to start of the procedure passage of a compress with vaseline and insertion of the device into the patient's esophagus. Rapid removal of the device after noting the loss of the dec : remains on the compress. New dec installed on the device that removes without resistance. Finding of poor hold of the dec on the device. Pfr found poor finishing during the last repair (bending rubber glueing). This event occurred at the time of before use.

Manufacturer narrative:
Evaluation summary: the bending rubber replaced.